Manufacturer narrative:
During the site visit, the field service engineer replaced the cuvette wipers, list number 09d42-02, which resolved the issue. Return testing was not completed as returns were not available. A review of the architect c1600, serial number (B)(6), service history identified no contributing factors to the current complaint. There have been no subsequent occurrences of discrepant results documented after the part was replaced by service. The architect system operations manual addresses operational precautions and limitations, troubleshooting of the fluidics subsystem and troubleshooting of probable causes and corrective actions for erratic sample results. A 12-month review for the cuvette wipers did not identify any trends. The recent product monitoring review of the architect c16000 platform revealed no systemic issues or trends associated with the discrepant result described in this complaint. Based on the investigation no systemic issue or deficiency was identified for either the architect c16000, sn (B)(6), or the cuvette wipers, list number 09d42-02.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There was no additional patient information provided due to privacy issues.

Event description:
The customer reported falsely depressed calcium results on one female patient generated on the architect analyzer. The results provided were: on (B)(6) 2020 sid (B)(6)= 1.35mmol/l (normal range 2.25 - 2.75mmol/l) / retested on (B)(6) 2020 = 2.26 and 2.29mmol/l. There was no reported impact to patient management.